Event description:
It has been reported to philips that the allura system would not start. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing fse found that the system cannot be able to recognize the hard disk. Fse swapped the hard disk with backup disk. System was booted successfully but the cable was defected. Fse replaced the cable. After replacement the system was returned to use in good working order. After two days, issue was reoccurred. The philips engineer replaced the sbc board. After replacement of the sbc board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.